Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a squirting insulin during priming. Customer also stated that random unexplained no delivery alarm. Customer stated insulin pump had a gouge on screen, cracks and missing parts, also rejected batteries and plastic chips off when reservoir was changed. Customer also stated that clock slows down and drop to 4-10 minutes and back light was not bright. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.